Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during the use of a fetch&#60576;catheter in a thrombectomy procedure, the catheter broke inside of the patient. The physician was able to remove all parts of the device from the patient. The procedure was completed. No patient complications were reported.